Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. An extended investigation was also performed for freestyle libre reader, for which valid serial number was not provided. A tripped trend review was conducted for the reported complaint and freestyle libre reader, and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a scan timeout error with the freestyle libre 2 sensor. The customer was unable to obtain scan readings and experienced blurred vision, requiring treatment of sugar and juice by wife. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 3mh006ugqcr has been returned and investigated. Visual inspection has been performed on the returned sensor and no physical damage was observed with the sensor patch. Sensor found to be in state 1 (storage state) .attempted communication between returned sensor and known good reader and successfully communicated with the returned sensor. Scan timeout error message was not observed. Visual inspection of the sensor plug assembly has been performed and damaged was observed to the sensor ears. The plug was seated correctly and therefore the sensor ears did not cause the customer complaint. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a scan timeout error with the freestyle libre 2 sensor. The customer was unable to obtain scan readings and experienced blurred vision, requiring treatment of sugar and juice by wife. There was no report of death or permanent injury associated with this event.